Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during vascular procedure proceed when the issue happened. The patient was moved to another room to complete the procedure. Philips fse inspected the site and found the flex vision monitor's bottom half went blank, followed by the entire screen. Fse identified issue with rgb media wall of the monitor. To resolve the issue fse replaced media wall. After replacement of rgb media wall, the system was returned to use in good working order. The codes were updated based on the investigation outcome.